Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the battery oscillator device "crapped out just before it was used on a patient." It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was found not to be working properly, damaged oscillator head base, unknown residue on the back of the motor and the cover flange, set screw was worn, unknown substance on the guide full load. It was also noted that the device failed pre-test for oscillation frequency check. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear, failure to follow cleaning sterilization and maintenance procedures, operator error/inadequate training, inadequate design specification and design complexity. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.